Manufacturer narrative:
Patient weight not made available from the site. On 09/28/2015 a medtronic representative, following-up at the site, reported the angiogram went great! No damage to the vertebral artery. The medtronic representative spoke with the surgeon and he does not believe there was anything wrong with the navigation. The surgeon felt that the non-navigated screw took a path on its own. The surgeon stated he felt motion could have played a part from the patient breathing, however, he was not sure. The surgeon was satisfied with the accuracy and frame placement on c2. From where the screw was to the tip extension path was 3 millimeters. The surgeon had not decided yet whether a revision surgery would be performed, or not. On 09/28/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/04/2015 a medtronic representative, following-up at the site, reported the surgeon is not bringing this patient back in for surgery. The patient is doing great! No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure with a navigation system, a cervical screw was placed laterally and breached the vertebral artery foramen. This was a c1-c2 posterior cervical fusion. The surgeon verified accuracy throughout by touching the passive planar probe and universal drill guide (udg) on the spinous process and was happy with it. The right side c1 screw was placed after drilling a hole, while navigating udg, and then the right side c2 screw was placed. A confirmation spin was taken at this point and that is when the breach was discovered. The surgeon closed-up and sent the patient to get an angiogram. The procedure was halted. It was not determined if the patient would be re-scheduled for another procedure, or not.

Manufacturer narrative:
Correction: a medtronic representative reported that the non-navigated screw was placed using a non-navigated synthes driver. The medtronic software investigation found that there was no alleged deficiency with a medtronic product and the software behaved as designed.

Manufacturer narrative:
Patient weight provided. The actual patient weight was (B)(6) which was rounded down to (B)(6) in the field due to character limitations. (B)(4)